Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified brachial vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilatation. However, during the second inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported.